Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 07dec2018 to assess the instrument, and also the test well images in question. The test well images in question appeared as visually negative, and all rois were in range. The internal immucor document number for this report is (B)(4).

Event description:
On 07dec2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument, when tested on (B)(6) 2018.